Event description:
During an ablation procedure, the generator could not reach temperature of 42 degrees for pulsed rf delivery. The maximum temperature reached was 32 degrees. The procedure continued, however it was unknown if the ablation was successful. A second procedure was required to ensure completeness. There were no adverse patient consequences.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No hardware abnormalities that would have resulted in the reported temperature issue were identified.